Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The packaging for an imp,tsv,4.1mm,dual sel,ha (tsv4h10) was returned for investigation. A visual inspection of the as returned product identified no signs of malfunction on part of the packaging, though the implant assembly itself was not present. Additionally, the inner vial that would contain the allegedly missing implant is un-sealed. Since it is reported as having arrived closed and sealed, this serves as evidence that it has been opened after receipt. No pictorial evidence was provided of the sealed product. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. UDI: (B)(4). Device evaluated by MFR: changed "no" to "yes".

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant and mount (tsv4h10) were missing from the closed and sealed vial. The doctor was able to complete the surgery using another implant. Tooth location 19.